Manufacturer narrative:
Concomitant medical products: 1058t pacesetter lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient passed out. It was also reported that the right ventricular (rv) lead exhibited a polarity switch to unipolar due to high impedance and noise from a confirmed fracture. No capture was exhibited in bipolar and unipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.